Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex bivona adult tts tracheostomy tube cuff was leaking after two days of use. The event was observed in a hospital by hospital personnel during suctioning. The cuff patency was tested prior to use and the cuff was filled with sterile water. Twill ties provided with the device were used to hold the device in place. The neck holder had not been adjusted. An emergent tracheostomy tube changed was required due to the incident. No patient injury was reported.

Manufacturer narrative:
One 7.0mm adult tts¿ tracheostomy tube was returned for investigation. A review of the device history record, relevant to the reported lot, found that all in-process and final inspections were completed and were within specification. Visual inspection was conducted with the unaided eye and under normal plant lighting. Additionally, the device was examined under magnification. During visual inspection, multiple areas of damages (nicks/small cuts, abrasions, or wear) were observed. Functional testing was performed by inserting the device cuff with air and then submerging the device in water. Bubbles (indicating a leak) were observed escaping from a leak located on the abraded area at the proximal cuff band on the posterior side of the tracheostomy tube shaft. Investigation was unable to determine the root cause of the cuff leak; however, no evidence was found to suggest a manufacturing defect.